Event description:
It was reported to philips that the system did not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. As part of troubleshooting, the remote service engineer (rse) advised customer to perform geometry movements however geometry was blocked, which indicates the corrupted software. To resolve the issue, the field service engineer (fse) reloaded the system software and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.